Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned percuflex plus ureteral stent was analyzed, during the inspection, it was found that the suture hole torn until the tip. Visual and microscopic inspection found a tear near the bladder coil probably caused by the suture. The reported event of stent shaft break could not be confirmed. It was not possible to identify any evidence of the alleged malfunction on the device since no breaks were found on the stent shaft. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Additionally, the problems found could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affecting the performance of the device. The instructions for use indicates that the suture string/retrieval line is intended to be removed before procedure, the retrieval line may be cut prior to stent placement. Based on the analysis results, the most probable cause is failure to follow instruction since the failure reported was traced to the user not following the manufacturer's instructions. Correction to field block g2 report source (other).

Event description:
It was reported that, during a stent placement procedure, a perculfex plus stent was going to be used. During unpacking, the physician found that the stent was broken into two pieces. The procedure was completed with an alternative method. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported that, during a stent placement procedure, a perculfex plus stent was going to be used. During unpacking, the physician found that the stent was broken into two pieces. The procedure was completed with an alternative method. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.